Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer low blood glucose and the sensor did not detect. The customer had a seizure and collapsed due to low blood glucose. The customer then was hospitalized. Troubleshooting was performed and found that the customer removed the reservoir from the insulin pump and put it in his pocket to disconnect. It was stated the insulin pump is always disconnected during the manual prime. Ran a displacement test and passed. No further information was provided.